Event description:
The manufactuer received information alleging a ventilator would not power on. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and power supply were replaced to address the issue.